Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: did the device lock out and would not fire? The device locked and did not staple.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and would not fire? Or, was the device fully fired, however no staples deployed?

Event description:
It was reported that during a retossigmoidectomia abdominal procedure, the staple was not fired by the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.